Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27mar2019. The manufacturer's technical service representative confirmed the reported issue. The customer found the air inlet occluded with a stopper from the previous test. The customer removed the stopper and the pressure accuracy test passed.

Event description:
The customer reported the unit was failing the pressure accuracy test. There was no patient involvement. Event date not specified; estimate used.